Event description:
After one hour into open-heart surgery procedure, perfusionist noticed large bolus of air from venous reservoir to pump head. Tubing clamped off, air eliminated but when turning pump back on, it failed to start. Replaced with second pump.